Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure the photonblade 3 did not work, and after adjustment the cut function activated without pressing any buttons by the surgeon. The procedure was completed successfully without a delay; no adverse consequences or injury were reported.